Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l46104, : product type: catheter. (B)(4).

Event description:
It was reported that the pump was alarming and had been alarm for approximately 2 months. The patient reported symptoms of ¿I get real sick and the pain is just, uh, unbearable¿. It was noted that the pump eri was expected in 4 months after the reported alarming and symptoms. The device system was used to deliver clonidine, baclofen, dilaudid, and marcaine.